Event description:
During index procedure, the patient had five endeavor sprint drug eluting stents implanted - two in the lad, one in the 1st diagonal branch, one in the 1st obtuse marginal and one in the rca. During implantation of the first stent in the lad a dissection occurred which was treated with an endeavor sprint stent. Approximately 36.5 months post index procedure the patient expired. The cause of death was reported to be cardiac, non-sudden death. Investigator indicated that it is not assessable if the event was related to the study stent.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).